Manufacturer narrative:
Complaint is not confirmed for the insulation falling into the patient, complaint is confirmed for the damaged insulation. Visual inspection of the damaged electrodes in the as returned condition found all three bare blades blackened/charred. The insulation is peeled back and it is difficult to distinguish between the insulation and bare blade due to the blackened/charred condition of the blade. Per instructions for use (mc-5416) supplied with each shelf pack box: maximum power settings. High power settings may cause degradation of the electrode and reduce or impair performance. The manufacturer recommends that the lowest possible power settings be used to achieve the desired tissue effect. Power settings guidelines may vary due to differences in surgical techniques, patients, electrodes, and surgical set-up. If you are not familiar with the system or the proper setting is not known, use a lower than normal setting until the desired clinical effect is achieved. Confirm proper electrosurgical generator settings before proceeding with surgery. Use the lowest possible setting to achieve the desired effect. (This is important due to the potential of inadvertent burning at high voltage.) See attached files for a copy of the IFU. A review of the device history record or subassembly history record did not have any failures noted during the manufacturing or inspection processes. A review of the incoming inspection history did not have any defects noted during the sample checks. Shr: (B)(4). A search for similar complaints resulted in one (1) prior incidents: pr (B)(4) first settings used at the time of the incident were 40/40 when the kynar melted. The settings were reduced to 30/30 for the second electrode and the kynar melted again. Device was not returned for evaluation. Therefore complaint is not confirmed. This is the first occurrence for this type of failure mode. Most probable root cause is failure to follow instructions for use for using lowest setting at time of use.

Event description:
Small parts of the insulation fell into the wound of the patient.